Event description:
It was reported that the hand piece for battery powered driver reverse does not work, will run for a few seconds then stops the issue was observed during equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service and repair evaluation: the customer reported that the hand piece for battery powered driver reverse does not work, will run for a few seconds then stops. The repair technician reported cosmetic test failed, cracked and dented contact plate, discolored wires, debris on barriers and rust on motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 11-dec-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Device history the previous service event for part number 05.000.008 with lot number(s) 004497 has been reviewed. The customer called in a service request for this item on 18-nov-2024 for the hand piece for battery powered driver reverse does not work, will run for a few seconds then stops. The item was previously returned for service on 2-aug-2012 due to motor failure. The previous service condition of motor failure is relevant to the current complained issue of the hand piece for battery powered driver reverse does not work, will run for a few seconds then stops. The manufacture date of this item is 14-dec-2011. The service history review is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.